Event description:
The customer reports disconnection and leaking on a pediatric patient between the "j-loop" ((B)(4)) and a 24 gauge angiocath in the ed. The nurse inserted a peripheral IV; a tight connection was ensured and the line flushed. The angiocath then disconnected and leaked fluid from the male luer of the extension tubing. The IV and extension set were replaced and the patient was able to receive the intended treatment without incident.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.